Manufacturer narrative:
The original equipment manufacturer (omsc) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there was no manufacturing, material or processing related cause for this failure mode. A definitive root cause could not be conclusively determined. However, based on the physical evaluation results, the phenomenon was presumed to have occurred due to a defective ccd (charged coupled device) chip. According to the evaluation results, the ccd failed and the image was not recognized. Therefore, the ccd was handled with a load. It was also noted during the evaluation that the the camera head was equipped with a third party cable.

Manufacturer narrative:
The camera head was returned to the service center for evaluation. The evaluation confirmed the reported camera head was not producing any pictures; bad charged coupled device (ccd) chip. There was no image due to the ccd failure. Additionally, the camera head was equipped with a third party cable. A review of the service records indicate the camera head was purchased on september 21, 2011 with no previous service/repairs performed. The user facility requested to trade-in the camera head for a new camera head. The cause of the ccd failure could not be conclusively determined, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head was not producing any pictures; bad charged coupled device chip. There was no patient involvement reported.